Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced tape not sticking event on the second day of insertion in the thigh which led to bent cannula on (B)(6) 2026. The blood glucose was 400 mg/dl at the time of the event and got treated with manual injection. The blood glucose was high for 2 hours. No further information available.